Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Patient's mother performed a paper clip reset. However the issue was not resolved as the patient's father called back to state that the issue persist. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and transmitter has no voltage. The receiver log was downloaded and confirmed the reported event of loss of connection. A root cause could not be determined.